Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm during first inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified coronary artery. A 10mmx2.75mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured at 6atm during first inflation. The device was removed without any problem using the normal method and the procedure was completed with a different device. No patient complications and the patient was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues were noted with the hypotube shaft. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified pinhole in the balloon. A pinhole was located in the balloon material 2mm distal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. The device was attached to an encore inflation unit. A pinhole was located in the balloon material 2mm distal to the proximal markerband. When inflating to rated burst pressure of 12 atmospheres. The encore device was verified before and after use using the druck gauge. No other device issues were identified during returned product analysis.